Event description:
It was reported that pump experienced malfunction alarm with code 16 and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode and return it within 10 days using provided materials, and was advised to program pump settings and connect continuous glucose monitor to replacement pump, while technical support confirmed warranty status, verified shipping details, and arranged shipment of replacement pump.